Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a pericardial effusion that required pericardiocentesis. After the case had completed, a pericardial effusion was noticed in the patient. The patient was checked post-case for an effusion and it was confirmed there was no effusion present at that time. At some point after the procedure, a pericardiocentesis was performed (about 270 ml of fluid was removed). The patient fully recovered however required extended hospitalization, the patient needed at least 2 additional nights waiting to remove the drain that was placed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Per internal review on 29-jan-2025, it was determined that coding updates were appropriate for the h section of this complaint. H6 health effect - impact code has now applied the "surgical intervention" (f19) code due to the drain placement. H6 health effect - clinical code has removed the "pericardial effusion" (e0619) code and replaced it with "cardiac tamponade" (e0605). Additionally, on 7-feb-2025, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).